Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with giant cell tumor recurrence suggested for spinal therapy. Procedure used was refusion after rod breakage. This is the revision surgery. Initial surgery was done on (B)(6) 2017. Levels implanted l2-il. Event occurred intra-op. It was reported that t25 tip broke when removing mrc. No device fragments left in patient. No patient symptoms or further complications were reported. Device is being returned. Update it was found that the rod was broken during the operation and refusion was performed. Explants are not expected to be returned. (Discarded at the hospital) update revision surgery was not done due to mdt product. The product used in initial surgery was not removed.